Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see section h.10.

Event description:
It was reported that bd ultra fine¿ pen needles was clogged and unable to deliver medication. This was discovered during use. The following information was provided by the initial reporter: material no. 320122 batch no. 9162654 it was reported that does button would not move and pen needle clogged during injection. Verbatim: issue(s): attached onto pen fine but dose button would not move/clogged during injecting of victoza.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles was clogged and unable to deliver medication. This was discovered during use. The following information was provided by the initial reporter: material no. 320122 batch no. 9162654. It was reported that does button would not move and pen needle clogged during injection. Verbatim: issue(s): attached onto pen fine but dose button would not move/clogged during injecting of victoza.